Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (bg) displayed as "high"; although specific value was not provided. At the time of call customer had not addressed bg level. Reportedly the customer was instructed to change cartridge and resume insulin therapy.